Event description:
On (B)(6) 2012, the patient contacted animas alleging that at times the pump does not suspend when she has attempted to suspend it, and also that the pump resumes on its own after she has suspended it. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Device evaluation (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following findings : no data in the suspended history or black box from the time of the reported history issue due to continued use. None of the resume times in the suspend history are default time and date. The pump was suspended; the pump gave the appropriate audio and visual suspend alert. Pump was unsuspended without difficulty. The suspend properly recorded in the pump history.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.